Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2018, reporting that the patient still didn¿t know if an infection was present, but they were doing better. The rep indicated they would be seeing the doctor tomorrow. Additional information was received on (B)(6) 2018 from the rep, indicating that no infection was present when the doctor cleaned out the pocket. It was reported that the doctor thought it was just a seroma. The patient was doing much better now. The provided information had been confirmed with the physician. Additional information was received from the rep on (B)(6) 2018, indicating that they heard back from the doctor that no infection was found from the biopsy. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient reported that within a month of implant on (B)(6) 2018, he got an infection. Patient reported a second infection happened between on (B)(6) 2018. Reported states the leads were corrected, the therapy has been working great for him. Patient stated the device is life-saving for him.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had swelling in the pocket site and the medical doctor wanted to open it up and make sure there was no infection. There were no known factors that may have contributed to the issue. No diagnostics/troubleshooting has been done. The doctor will go in now and look at the pocket and maybe clean it up. The issue had not yet been resolved. It was reported that surgical intervention will occur as the doctor is going in to clean the pocket site and look at it. It was asked but was unknown when the event occurred. No further complications were reported/anticipated.